Event description:
Philips received a complaint by the customer on the v60 indicating that the v60 alarmed pressure high then switched off. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 had alarmed for high pressure then switched off. A field service engineer (fse) later went onsite for further investigation and found no issue. The fse completed a full preventative maintenance (pm) and confirmed all tests passed. The fse confirmed that there was no issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.